Event description:
The ventilator was originally sent to the field service center for a scheduled preventative maintenance and it would not pass the pt circuit leak test. The field service center found the ventilator would not pass the pt circuit leak test because the turbine was not operating.

Manufacturer narrative:
Na